Manufacturer narrative:
Additional information: section d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly lost to follow up. Additional information regarding treatment details and recipient status were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
It is noted that implant site is noted to have a 4 mm region of dehiscence with the magnet visible. There are no signs of infection. The recipient will continue with ointment and is recommended to discontinue processor use until medically cleared. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin breakdown over magnet site and device extrusion. The recipient is reportedly unable to wear their device. The skin breakdown is not believed to be device related. The recipient was reportedly provided with wound care instructions and was prescribed mupirocin ointment.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.